Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that he has been having high blood glucose with the insulin pump. Customer stated that he has been getting air bubbles with the reservoirs. Approximate size of air bubbles is larger. Customer declined troubleshooting for high blood glucose. The customer indicated that insulin was stored at room temperature. The customer was instructed to disconnect at the quick release and remove the reservoirs from insulin pump. Advise to check for leaks at the p-cap connection, infusion set tubing and reservoirs. Found: no leaks. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated four open and used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings groove for defects and none was found. Conclusion: no air bubbles.